Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a minicap prep kit was damaged (cracked). There was no patient injury, medical intervention, or adverse reaction associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. A visual inspection was performed; no issues were noted. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. The reported issue was not verified. This issue is being further investigated. Should additional relevant information become available, a supplemental report will be submitted.